Manufacturer narrative:
The product was not returned for investigation. The reported complaint was not verified. The manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. The directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Implant and explant dates: if implanted or explanted, give date: not applicable, as the lens was inserted and removed. Initial reporter phone number: (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a pcb00 22.0 diopter intraocular lens (iol) was implanted/inserted into the operative eye and afterwards removed. Reportedly, the iol was scratched and defective. There was no patient injury. No additional information was provided.